Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07085. It was reported the patient stopped receiving effective stimulation. The event date is unknown. As a result, the patient had the scs system explanted to pursue other treatments.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.